Event description:
It was reported that customer experienced a minimum fill notification while attempting to load a new cartridge after three prior cartridges did not work. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to clean the pneumatic tap area with an alcohol wipe or lint-free cloth and then reload the same cartridge, which resolved the issue and allowed customer to successfully load cartridge and resume insulin delivery.